Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: comparison of clinical outcomes between laparoscopic-assisted and minilaparotomy approaches for colon cancer. Author : zuoliang liu & tong zhou & guodong yang & guangjun zhang. Citation: j gastrointest canc. 2018; 49: 158¿166. Doi: 10.1007/s12029-017-9923-z. The minilaparotomy approach is feasible for the resection of colon cancer. This study aimed to compare the clinical and oncological outcomes of minilaparotomy and laparoscopic approaches in patients with colon cancer. The authors performed a retrospective analysis of 376 consecutive colon cancer patients undergoing minilaparotomy (146 patients; age: 56.1 ± 11.7; 89 male and 57 female patients; bmi: 21.4 ± 3.3) or laparoscopic resection for colon cancer (159 patients; age: 57.5 ± 12.1; 91 male and 68 female patients; bmi: 24.9 ± 3.7) from january 2019 to december 2014. In all of the patients, dissection was performed with harmonic ace harmonic scalpel (ethicon). The authors used a four-port medial-to-lateral laparoscopic technique. In both groups, reported complications included anastomotic bleeding (n-4), anastomotic stenosis (n-1), and anastomotic leakage (n-4) which required reoperation. In conclusion, minilaparotomy is comparable to the laparoscopic resection in terms of postoperative complications and oncological outcomes, demonstrating the feasibility and the efficacy of the minilaparotomy approach. Laparoscopic approach has an advantage over minilaparotomy approach for the patient with bmi (=25.0 kg/m2), tumor located with splenic flexure, and descending colon cancers. The authors believe that the minilaparotomy approach is an attractive alternative to the laparoscopic approach for curative colectomy in selected patients.